Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a c-section on an unknown date and suture was used. The needle pulled off of the suture. It was reported that during sewing uterus in c-section. The needle was retrieved from patient. Changed to another one to complete surgery. No additional information is available. There is no reported patient consequence.